Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate readings. On 09/10/2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages his diabetes with an insulin pump and tests his blood glucose more than 10 times per day. According to the patient, the inaccurate issue began around three weeks prior. On the day of contacting to lifescan at around 5pm, the patient reported blood glucose results of "211 mg/dl" with a lifescan meter, which the patient felt was inaccurately high. At this point, the patient took insulin based on the reported lfs meter reading. At 5:23pm, the patient tested at "130 mg/dl" on the subject meter. At 5:30pm , the patient reportedly developed symptoms described as " trembling, cold sweat, blurred vision, and tired." The patient administered self-treatment with soda and felt better within 5 minutes. Reportedly, the patient ate as usual and did not participate in any strenuous activity prior to the aforementioned symptoms. The patient felt he took too much insulin due the alleged inaccurate high reading of "211 mg/dl." Double troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia after he took insulin based on the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.